Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/27/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 5 was observed with no assignable cause found. In addition, a secondary issue was noted when the test strips were bent during slitting and vialing. Tertiary, the test strips were stuck together due to not being cut properly. Quaternary, the test strips were found to have results greater than -50% of the control solution when tested with control solution. Lastly, the test strip enzyme was found to be fractured. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 5 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.